Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the touch screen was out of specification and calibration didn't solve the problem. It was noted errors were found in the programmer software updates. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported no calibration was possible. The programmer was returned for service. There was no patient involvement.